Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an o-ring detached from a cartridge prior to use. The cartridge was discarded to address the issue. Customer's blood glucose level was not impacted.